Manufacturer narrative:
The customer discarded the suspect product; therefore the reported symptom is unable to be confirmed. Based on the limited information, we are unable to determine the root cause of the unknown contaminate. In the event that additional information becomes available; a follow up report will be submitted. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw bubbles of water within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.